Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm1) due to error 32097. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm came into failure analysis with the reported problem, error 32097, and was confirmed as having occurred in the field and could be replicated. During the visual inspection, no evidence was found that would be related to the reported problem. The unit was tested on an in-house system and passed in normal mode. The unit was also tested on a patient side cart fixture test platform (pftp) and fiber tested and failed pointing to the rolling loop. Once testing was completed, the fiber was aba tested, and it was verified to be the source of the fault. The probable root cause was attributed to the rolling loop assy.

Event description:
It was reported that during a da vinci-assisted incisional hernia tapp surgical procedure, the customer contacted a technical support engineer (tse) after completing a procedure and reported that they had a repeated 32097 error that occurred on arm 1. Arm 1 was disabled to complete the procedure in a 3-armed configuration. A hard power cycle of the system was performed, but the error persisted. The procedure was completed with no reported injury.